Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 19535090, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient's leads were pulled back and causing the patient not to get adequate stimulation. The patient underwent a revision procedure wherein the leads were replaced and the ipg was upgraded to wave writer since the pocket was already opened. The patient was doing well postoperatively.